Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR ill be submitted to include the investigation conclusions.

Event description:
After the first biopsy the operator withdrew the needle with the sample, then tried second biopsy and put the needle back to sheath when operator cannot advance the needle. Operator found out the handler and sheath is "separated".

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). Lab evaluation : 1 x echo-19 from lot#c1372208 was returned to cirl for evaluation. Upon evaluation of the returned device the following was noted: the device returned in its original packaging. There was no stylet returned with the device there was no needle exposure. The sheath was returned separated from the device. The needle tip is intact, there was no damage noted. There is no damage to the proximal end, it was a clean break. Measurements were taken of the device. The needle in the handle measures approximately 32.1cm. The remaining part of the needle is 138cm approximately. All parts of the needle are accounted for. The customer complaint is considered to be confirmed as the needle was broken at the proximal end below the sheath extender. A possible cause of this complaint is that the device was used with excessive force possibly when attaching or detaching of the device, this is turn led to a break between the sheath and the device. A review of manufacturing records were performed for lot c1372208 and there were no discrepancies which could have contributed to this occurrence. There is no evidence to suggest that this issue effects the entire lot # c1372208; upon review of complaints this failure mode has not occurred previously with this lot # c1372208. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use, ifu0101-0, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After the first biopsy the operator withdrew the needle with the sample, then tried second biopsy and put the needle back to sheath when operator cannot advance the needle. Operator found out the handle and sheath were separated.